Manufacturer narrative:
Citation: refaie m et al. One-year outcomes of concomitant mitral reduction annuloplasty repair with coronary artery bypass grafting for moderate ischemic mitral regurgitation. Journal of the egyptian society of cardio-thoracic surgery. 2018 sep; 26(3):171-177. Doi: 10.1016/j.jescts.2018.03.003. Epub 2018 may 5. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective study of combining annuloplasty mitral repair with myocardial revascularization for the surgical correction of chronic ischemic mitral regurgitation. All data were collected from a single center between january 2011 and december 2014. The study population included 40 patients (predominantly male; mean age 62 years), all of which were implanted with medtronic profile 3d annuloplasty rings (no serial numbers provided). Among all patients, one death occurred due to ventricular tachycardia at 17 days post implant. The patient did not respond to treatment and expired. No autopsy was performed. Based on the available information, medtronic product may have been associated with the death. Among all patients, adverse events included: re-operation for bleeding, myocardial infarction, sternal rewiring for deep sternal wound infection, and trace-mild mitral regurgitation. Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.